Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to reproduce to issue. Since the same phenomenon occurred when switching to another machine, it is highly likely that this is due to the iab catheter or the patient's usage environment. Fiber optic test (o.k.). Measuring equipment used: hs-010, hs-025 operation confirmed as good. After each operation, we performed an operation check based on the inspection record sheet and confirmed that it is currently in good condition and working.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) displayed high arterial pressure compared to transducer, while using the optical sensor balloon on the patient. There was no harm or injury reported.